Event description:
Customer reports back to back results on suspect device are 393 mg/dl and seven minutes later 118 mg/dl. No treatment sought or provided based upon results. Controls were not run. Return requested of suspect device and replacement was sent.